Event description:
It was reported that the stent (subject device) could not be advanced and couldn't be withdrawn inside the tip of a microcatheter. When the subject stent was removed, it was found to be broken during the procedure. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the proximal end of the stabilizer was kinked and broken/fractured. The stent was partially deployed from the distal end of the delivery catheter. The distal 25cm section of the delivery catheter was flattened in a number of locations. During functional test, the delivery catheter was flushed, and a lot of blood exited through it. An attempt was made to advance the stabilizer through the catheter to deploy the stent, however the stabilizer could not be advanced. The reported stent fracture was not confirmed, however, based on the damage noted to the device, the reported difficult to advance/ retract the stent was confirmed. The reported stent fracture was not confirmed, however, based on the damage noted to the device, the reported difficult to advance/ retract the stent was confirmed. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The cause for the reported issue could not be definitively determined. The reported event is covered in the device directions for use. The risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The additional information states that the device was confirmed to be in good condition during preparation/prior to use on the patient, continuous flush was set up and maintained throughout the clinical procedure and the patients anatomy was not tortuous. The device as returned and it was confirmed that the device was not fractures as was reported, therefore an assignable cause of not confirmed will be assigned to the reported stent broken/fractured during use. The damage noted to the device is indicative of the difficulty to advance within the catheter. It is probable that the device was damaged during the clinical procedure causing the reported event. An assignable cause of procedural factors will be assigned to the reported stent difficult/unable to advance or pull back through catheter and to the analyzed stent stabilizer kinked/bent, stent stabilizer broken/fractured during use, stent partial deployment, stent delivery catheter flat/crushed, catheter shaft blocked/occluded and stent stabilizer/catheter friction, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Manufacturer narrative:
Device is not available to manufacturer.

Event description:
It was reported that the stent (subject device) could not be advanced and couldn't be withdrawn inside the tip of a microcatheter. When the subject stent was removed, it was found to be broken during the procedure. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.